Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: print circuit board is defective, and insufflation connector is detached from the front panel. A root cause could not be identified. Based on the results of the investigation, it is likely the there was no image intermittently due to a defective printed circuit board. Based on the results of the investigation, a root cause for the detached connector could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that insufflator was not working on the subject device. The event occurred during inspection before use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.